Manufacturer narrative:
The t:flex pump user guide indicates that the cartridge needs to be filled with at least 145 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to reload a cartridge containing 60 units of insulin onto the pump. Reportedly, the customer received a valid minimum fill message. The customer reported a blood glucose (bg) level of 312 mg/dl. The customer confirmed a correction bolus with be delivered to address bg level. The customer was able to load a new cartridge with 300 units of insulin, complete the load process successfully, and resume insulin delivery.